Event description:
As reported to cook: an ivc filter was placed on (B) (6), 2010 without complication. On (B) (6), 2010, the patient required a laparoscopic radical nephrectomy on the right. This procedure was converted to an open procedure for repair of a vena caval injury and removal of the vena cava filter. During the laparoscopic procedure, it became apparent that there was a vena caval injury approximately 5 cm to the takeoff of the renal vein. As the physician attempted to remove a sponge, it was apparent that it was engaged in hooks of metal. There appeared to be 2 or 3 wires emanating from the vena cava, through the wall and into the abdominal cavity. The filter was removed and the vena cava repaired. Event reappeared after reintroduction: no. Unknown as not provided by reporter.

Manufacturer narrative:
(B)(4). Investigation is based on complaint description only- images or additional information could not be obtained. Most likely externally manipulation due to the laparoscopic nephrectomy caused the filter to perforate the ivc and caused the injury to the ivc, but the exact root cause to this event is unknown since images/add'l info could not be obtained.